Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient in the nasolabial folds with 1 syringe of juvéderm® ultra. Six months later, the patient was injected in the cheeks and jawline with 1 syringe of juvéderm voluma® xc. A month and a half later, the patient was injected in the nasolabial folds with 1 syringe of juvéderm® ultra xc. Two months later, the patient returned with ¿nodules and hard bumps¿ in the nasolabial area bilaterally that the patient reported happened 2 weeks prior. The patient had recently recovered from an unspecified ¿illness¿ and tested negative to covid-19, deemed not device related. The patient was prescribed that day with a medrol dosepak for 5 days. A week later, the patient returned with no change and was treated with a steroid and hylenex. The patient was referred to a dermatologist, who biopsied two lesions and prescribed doxycycline for 30 days to the patient. Event is ongoing. This record captures the juvéderm voluma® xc. This is the same patient reported under emdr-(B)(4) and (B)(6) (emdr-(B)(4). This emdr is being submitted for serious unexpected adverse drug experience of suspect product.